Manufacturer narrative:
Findings: pump was received with frozen display and constant tone. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen display. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump delivers a constant tone with no alarm. The patient's blood glucose level was 203 mg/dl at the time of the call. The customer stated that an alarm did not occur prior to the constant tone. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.